Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by the clip "bifurcated" when applied to tissue? Please provide more detail regarding issue (for example, did clip split into two pieces, did clip scissor). What type of procedure was device used on? If cholecystectomy, was cholangiogram done on procedure? On which firing did issue occur? How was case completed? The analysis results of the er320 device found that it was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, 9 clips were conforming; however, due to the misaligned condition of the jaws 1 scissor clip was formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip bifurcated when applied on tissue. Unknown how case was completed. There were no adverse consequences for the patient.